Event description:
It was reported that there have been three occurrences in the last one to two years of multiple 1/8"-1/4" air gaps passing through the pump undetected when used with buretrols administration sets on infants. The most recent event occurred a few weeks ago. Each time the clinician was able to observe the air and remove it from line before it reached the pt. No pt injuries have resulted. The clinician expressed concern regarding these occurrences.